Event description:
Insertion post does not hold on implant. Insertion post is not attached.

Manufacturer narrative:
Insertion post does not hold on implant. Insertion post is not attached. The functionally relevant inner diameter for the retention of the insertion post in the implant is correct. No product problem detected. Dentist should have consulted instruction for use to prevent this from happen.